Manufacturer narrative:
The biomedical engineer stated that the spo2 advisory alarms are blue instead of yellow. The bedside monitors (bsm) are working normally but the issue is with the telemetry units that are not alarming the correct advisory color. Nihon kohden technical support advised the customer to go to system set up, put in password and go to the org tab/alarm levels and change color. Also, check under system configuration that the alarm advisory color was set to yellow. Customer was advised to make the changes to the other central nurse's stations (cns). Issue resolved.

Event description:
The biomedical engineer stated that the spo2 advisory alarms are blue instead of yellow.